Manufacturer narrative:
The product was not returned for evaluation. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Based on the available information a root cause for this report event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the physician noticed tore at haptic junction after inserting the lens into the patient's eye. To remove the lens, the incision was enlarged and lens was replaced with another same model lens. Patient outcomes describes as normal.